Manufacturer narrative:
Xeridiem complaint number # (B)(4). Upon initial inspection the device had dry blood on the full length on the unit, the tether holding the cap was torn and there were suture strings still tied around the shaft and bolster. After decontamination the unit was inflated with air, water and blue dye and was left inflated for over an hour. The balloon remained inflated. No defect confirmed.

Event description:
Per the rep: I'm forwarding you an email we received regarding an urgent issue with one of our entuit feeding tubes. As you can see from the message below, the tube was inserted on march 7th and has already failed, resulting in a leaky tube and a ruptured balloon. The patient had to return to the department for a replacement. They have kindly kept the defective feeding tube in their office, and I will be picking this up as soon as I am able to.